Event description:
The customer reported the evis exera iii xenon light source display a b30 error and bad image. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to turn off the unit, insert the scope, and turn the unit back on. In addition, tac recommended cleaning the scope contacts with 70% isopropyl alcohol. The customer disconnected the monitor and afterwards, the scope image was present. The customer confirmed that the error message disappeared and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.